Manufacturer narrative:
This event has been identified as a duplicate of (B)(4). Investigation results and conclusions have been documented as part of MFR#0002249697-2014-04707.

Event description:
Surgeon explanted the implants due to infection. Update:this event has been identified as a duplicate of (B)(4). Investigation results and conclusions have been documented as part of MFR#0002249697-2014-04707.

Event description:
Surgeon explanted the implants due to infection.

Manufacturer narrative:
Other devices listed in this report: cat no.: 6276-7-017, mod con dist stem 17 x 155 mm, lot code: caxr103d. Cat no.: 6276-1-023, 23mm mod rev hip body/bolt stdcomponent level 9006-1-023, 48497202. Cat no.: 6570-0-13,6 delta v-40 ceramic head 36/0, lot code: 48922502. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
Corrected data: upon further review, it was noted this event was not a duplicate report. An event regarding infection involving a trident liner was reported. The event was not confirmed. Method and results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Surgeon explanted the implants due to infection.